Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
Information received from the (B)(4) study, indicated the (B)(6) female had a secundum asd. The aortic rim was present, the av valve, svc and ivc rims were sufficient; however, the retro-aortic rim was not sufficient. Balloon sizing was performed with an 18mm amplatzer sizing balloon to stop-flow diameter of 9mm. A 9mm amplatzer septal occluder (aso) was implanted. Post-implant, no shunt was observed through the aso. On (B)(6) 2011, patient presented to the emergency department with uri symptoms. Echo demonstrated trivial pericardial effusion not present on the discharge study. No treatment was provided.